Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had an apparent fracture.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a defibrillation impedance out of range alert and later a lead integrity alert (lia) triggered for variable pacing impedance, non-sustained high rate episodes and short v-v intervals. In addition, the lead showed noise oversensing as well as exhibited small r waves. Initially, programming changes were made and subsequently, the lead was explanted and replaced. No patient complications have been reported as a result of this event.